Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed as product was not returned. The evaluation was completed by a non-medtronic service provider. The provider inspected the device and found that the battery power connector was disconnected. The connector was reconnected, which resolved the issue. No parts were replaced. The ventilator passed self-testing.

Event description:
It was reported that the ventilator shut down. The ventilator was not on a patient at the time of the event.